Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted wiht this right atrial (ra) lead contacted technical services because they felt a twitching sensation in their chest. A review of the remote monitoring data showed the ra lead had high, out-of-range pacing impedance measurements of greater than 3000 ohms. Inappropriate atrial tachy response (atr) episodes were stored showing oversensing of noise on the atrial channel, and the minute ventilation (mv) sensor had disabled due to signal artifact monitoring (sam) diagnostics related to the out-of-range impedances on the ra lead. The patient presented to the emergency room (ER) where a boston scientific sales representative checked the device. The patient's device physician was contacted and agreed with programming the ra lead off, which resolved the twitching sensation. It was noted the patient was very sensitive to pacing in both chambers. The patient was to be seen again after the holidays to address the ra lead. No adverse patient effects were reported. The lead remains implanted but not in use.